Manufacturer narrative:
No further information was able to be obtained from the hospital regarding the patient or the incident. The possibility of an oblique or excessive force against the device while the patient was being repositioned cannot be ruled out. Hollister will continue to track and trend the performance of anchorfast device in the post market surveillance system.

Event description:
It was reported that while the patient was being repositioned the anchorfast device broke and the patient was extubated. The patient did not need reintubation. The location of the breakage is not known. No further information regarding the incident could be obtained from the hospital.